Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had concurrent flow in the primary and secondary bags during therapy (medication, programmed amount and delivery rate unknown) in the children's emergency department. The customer reported that the department has been having issues with running secondary infusions in that on several occasions the nurses have noticed the primary bag's content still running even though the pump is set up for a secondary infusion (i.e. Piggyback). Any patient injury or medical intervention is unknown.